Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received multiple change battery alert ,pump error. No harm requiring medical intervention was reported. It was unknown about troubleshooting . The pump will not be returned for analysis.

Event description:
Customer was not able to see anything as the screen was fading. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp on (B)(6) 2022 the customer alleged for unexpected battery power loss and blank display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: failed batt/battery failed alarm (58) on (B)(6) 2022at 15:57:07.000, 15:57:27.000, 15:57:44.000, 15:58:19.000, 15:58:32.000, 15:58:41.000, 15:59:05.000, 16:03:17.000, 16:07:17.000, 16:07:26.000, 16:07:40.000, 16:07:50.000, 16:08:15.000, 16:08:28.000, 16:08:38.000, 16:08:51.000, 16:09:06.000, 16:19:00.000, 16:28:55.000, 16:29:16.000, 16:29:25.000, 16:29:43.000, 16:29:52.000, 16:30:10.000, 16:30:26.000, 16:30:38.000, 16:30:48.000, 16:40:00.000, 16:40:57.000, 16:50:00.000, 16:56:45.000, 16:57:01.000, and 16:57:29.000. Device passed self test, active current measurement and displacement test. Device failed sleep current measurement test. Device was cut open to perform visual inspection and found evidence of moisture damage on the electrical board and in corroded battery tube noted. Customer alleged for unexpected battery power loss was confirmed. Blank display was not confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.